Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin transmission showed non sustained rv oversensing due to noise. Isometric testing for further assistance was recommended. The patient will be called in clinic for evaluation. No further information is available at this time.